Manufacturer narrative:
If additional information is received, a supplemental report will be filed at that time.

Event description:
It was reported that this implantable cardioverter defibrillator exhibited shock impedance measurements of greater than 125 ohms, noted to be a gradual rise. Boston scientific technical services noted this was likely due to calcification on the shock coils and discussed troubleshooting options. The device remains in service at this time. No adverse patient effects were reported.